Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient went in today for follow up/reprogramming to give the patient more groups. The patient explained that he would get a warning on the patient controller not allowing him to increase. They ran impedance check today and found that several electrode impedances were high. With reference at 0 electrodes 3, 6, 7, 10, 11, 12,14 and 15 were all over 14100 ohms. During programming the rep avoided these electrodes and no out of regulation (oor) was seen. The rep gave the patient 2 new groups for a total of 3. The patient was happy with no questions or concerns after programming. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the reason for the high impedances was unknown but noted that the patient did say they have had leads for several years and leads are peripherally placed in right groin. No further complications were reported.

Manufacturer narrative:
Product ID: 3888-45, lot# v508213, implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead; product ID: 3888-33, lot# v383867, implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported on 2019-aug-21 from a representative that a lead revision was scheduled for (B)(6) 2019 due to many electrodes with out of range impedances and therefore unusable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient had a lead replacement on (B)(6) 2019. They noted that the old leads and extensions were discarded by the facility. The rep added that the leads were cut for ease of explant and were discarded. No further complications were reported or anticipated.

Manufacturer narrative:
Additional review indicated patient code (B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they had their leads replaced because they stopped working in the past. The patient stated that they didn't have the specific date of when the leads stopped working, but that they were replaced in (B)(6) 2019. The patient mentioned that they had four leads and only seven electrodes were working out of the 16. It was noted that the issue had been resolved since the patient had the surgery to replace the leads. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.